Event description:
Nine months ago, the pt had endoscopic forehead lift with implantation of bilateral ultratines to secure the lifted forehead position. In the months following surgery, the pt developed an inflamed, cystic mass over the ultratines, which slowly enlarged, finally requiring additional surgery to remove. At surgery, an inflamed cystic cavity filled with remnants of the ultratine and what appeared to be granulomatous inflammation was observed. All material was removed. There was thinning of the cortical bone underlying the implant, and the anchor hole for the ultratine was enlarged. There was no penetration through the posterior cortical bone.